Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient reported 'surgeon thought by the shape of my breast I had mild capsulation. By the ultrasound they couldn't see any ruptures, however I was told that an ultrasound isn't 100% in finding a fault, so I still have concerns. They have certainly "rippled" over the last 3 years and feel harder to the touch." Affected side is right. The device remains implanted.